Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported, that during an acl revision procedure, when the surgeon was removing the screw the tip of the ar-1896, broke. It is unknown at this time if the screw removed is an arthrex device. All pieces were removed. The case was competed using a competitor device. The ar-1896 will be returned.

Manufacturer narrative:
Complaint confirmed, the drive feature broke off and was not returned. The feature could not be measured, but review of the certificate of conformance from the supplier confirms the material met specifications. The device is also damaged at the proximal and appears to have been impacted. A likely cause of the broken drive feature is user-applied mechanical forces.